Manufacturer narrative:
The investigation shows wet section control pcb causes error and analyzer needs to be restarted. Hence, the root cause is component failure. This complaint was re-opened on (B)(6) 2025 in an internal quality review and reassessed in relation to a CAPA. It is now deemed reportable.

Event description:
Radiometer reference number: (B)(4). According to complaint, customer reported that since (B)(6) 2023 the customer experience intermittently when running a sample, the abl90 flex analyzer (serial number (B)(6)) software freezes completely before the sample process is completed. Analyzer has to be rebooted to restore operation.